Event description:
Customer states: prior to use on pt during pre-test a nurse confirmed the air leakage from the cuff. Customer confirmed no pt involvement.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis.